Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. Reporting for due diligence: the clinical investigation has not definitively established whether the customer had preexisting rosacea or the timing of the official diagnosis. Additionally, the customer asserts that the rosacea irritation was not attributable to the use of the soclean. Given the ambiguity surrounding the timeline, this complaint is being formally reported. The customer has chosen to continue using the soclean and has not returned any product. The customer is not apprehensive about the soclean's impact on their dermatological condition and has received approval from their md to continue use if desired.

Event description:
Customer reports irritation of rosacea. Md seen. Prescription of metronidazole gel 1% received.